Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a spontaneous pneumothorax with a volara system. On the date of the event, the patient completed their regular volara treatment at 00:06 without incident. The patient reported they were ¿getting ready for bed¿ and allegedly became ¿short of breath and had pain in their lung.¿ the patient ¿did not think much of it,¿ due to their history of lung pain. The following day, the patient still felt ¿extremely short of breath with lung pain¿ and an ambulance was called. The patient was admitted to hospital. While hospitalized the patient was found to have a collapsed left lung which required a chest tube and received unspecified medical treatment. The patient was discharged eight days later. The patient confirmed that they will not be using the volara device until they received clearance from their pulmonologist. Furthermore, based on the patient¿s history of experiencing pneumothorax episodes six years prior to use of the device and also again while volara therapy was paused, it can be reasonably concluded that the reported event was likely due to pathophysiology of the patient¿s medical condition. No further information was provided.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent end of life functional testing and performed according to product specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.